Event description:
In 2009, they were having telemetry problems with the pump. The appropriate application/programmer was being used. There were sources of emi present; it was recommended that they change environments. Their hand was not positioned over the programming head and the telemetry head was being correctly positioned over the pump. A magnet was being used which was required for programming. They were also using a small round metal disk that came on the magnet pouch; they were instructed to take that away. The telemetry head was extended from the programmer. At the time, the patient was reported to have no therapy or medical problem. The medication being delivered via the device system was not reported. In following up with the patient's pump managing physician for the event recorded above, the physician reported that "we have no knowledge of problems with the pt i.t. Pump, he was in a hospital and has since passed away".

Manufacturer narrative:
See scanned pages.